Event description:
It was reported that the wrong article was in the package. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Investigation determined that it was a packaging fault, during which the wrong article (413.020, lot 2680458) was packed. These packages passed the packaging procedure during the manufacturing process without having gone through proper control. A delivery stop was initiated.